Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The collimator was calibrated, the fluoroscopy function printed circuit board was reseated and the high voltage cable was inspected. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed an iris error message and that the image would not rotate. No pt injury was reported.